Manufacturer narrative:
Clinical evaluation: partial hip revision surgery (stem and head) performed 1 year after cementless total hip arthroplasty in a young probably very active man (37 year old). Radiographic images provided show the presence of radiolucent lines in the proximal gruen zones and signs of stress shielding. Aseptic loosening is a possible literature described adverse event cementless thr and causes are often unknown. The reason of this event cannot be determined. Preliminary investigation: explants covered in body fluids. It is not possible to determine an implant-related failure root cause. Batch review performed on 13 september 2019: lot 180040: 75 items manufactured and released on 30-may-2018. Expiration date: 2023-05-21. No anomalies found related to the problem. To date, 72 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 1 year and 1 month after the primary due to pain. After examining x-ray, the surgeon determined it was most likely a loose stem so he decided to revise. The stem and the head have been revised. The stem may have had micro movement but was still fixed firmly distally and it was removed with great difficulty.